Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient programmer displayed a low battery message. Surgical intervention was undertaken on (B)(6) 2019 to replace the ipg. Stimulation therapy was restored postoperatively.